Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The screen on this unit was displaying ¿06¿ while running. As in the screen never changes even though they can validate the temperature was changing. The event occurred during routine preventive maintenance inspection.

Manufacturer narrative:
D9: 29-sep-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a damaged printed circuit board (pcb). The pcb was replaced to address this issue.